Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level and was alleging the insulin pump for under delivery. The customer's blood glucose level was 565 mg/dl at the time of the incident. The patient experienced symptoms related to high blood glucose such as nausea and vomiting. The customer was assisted in troubleshooting. She was advised to go to the hospital. The insulin pump will not be returned for analysis.